Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the sample. Analysis of the samples showed one sample to be used and one unused. The used sample has the luer tubing detached from the adapter. The unused sample had no damage. This sample was subjected to flashback, luer extension pull strength, and wing extension tube pull tests. The sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. A simulation was done to recreate the issue and found that the sample tubing snap at the same location as the actual returned sample. The snap happened from the long pull of the luer adapter. From this simulation, it can be concluded that the issue came from user activity that may cause the luer adapter to detach.

Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the sample. Analysis of the samples showed one sample to be used and one unused. The used sample has the luer tubing detached from the adapter. The unused sample had no damage. This sample was subjected to flashback, luer extension pull strength, and wing extension tube pull tests. The sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. A simulation was done to recreate the issue and found that the sample tubing snap at the same location as the actual returned sample. The snap happened from the long pull of the luer adapter. From this simulation, it can be concluded that the issue came from user activity that may cause the luer adapter to detach.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port separated and leaked short description. Nexiva detached between tubing and the blue part at the end, where the nfc is attached. When did the incident occur? During use. Detailed incident description patient had a nexiva with nfc in use. Suddenly he came out in the corridor, bleeding from his nexiva. The extension line and the blue part at the end of the line had separated, allowing the bleeding.